Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of high anterior resection of the rectum, the surgeon tried to fire the device, however could not at all. Replaced by new cartridge, however the same event occurred. Replaced by a different type of reload and the firing was completed. There was no patient injury.

Manufacturer narrative:
Correction: (UDI #, catalog and model # ). If information is provided in the future, a supplemental report will be issued.